Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with thermocool smarttouch sf catheter. The irrigation holes at the tip of the catheter were completely closed. They changed the catheter. The procedure was not delayed. There was no patient consequence. Additional information was received. The irrigation issue was noticed during the procedure. The tip holes were clogged. Therefore, they replaced the catheter with a new one. The device evaluation was completed on 19-dec-2024. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the irrigation tube was occluded at the luer hub section. The device was dissected and it was found occluded inside the shaft by reddish material. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The occlusion of the irrigation tube could be related to the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review, noted a correction to the h4. Device manufacture date provided under the 3500a initial of 15-aug-2024. It should have been processed as 14-aug-2024. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 13-dec-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with thermocool smarttouch sf catheter and an irrigation issue during use on the patient issue was observed. The irrigation holes at the tip of the catheter were completely closed. They changed the catheter. The procedure was not delayed. There was no patient consequence. Additional information was received on 06-nov-2024. The irrigation issue was noticed during the procedure. They noticed it right before radio frequency (rf) delivery and they confirmed it pulling the catheter out. The tip holes were clogged. Therefore, they replaced the catheter with a new one. The irrigation issue was originally considered non-reportable, however, bwi became aware on 06-nov-2024 that the irrigation issue was noted during use on the patient and have reassessed the event as reportable. The awareness date for this record is 06-nov-2024.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).